Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, pre operatively, the needle and suture is found separated after the device is unpacked. The surgeon used a new device to start the procedure. There was no patient involved.